Event description:
It was reported that the patient expired at home. There is no allegation from a health professional that the death was related to the device; the cause of death is unknown. Interrogation found the device in back-up v vi mode. It was initially reported that the bvvi occurred the day of patient death, but further communication notes that the coroner confirmed the patient expired the day before the device failure. No further information is available at this time.

Manufacturer narrative:
The reported field event of backup vvi mode due to device reset was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and was found to be normal. The reset could not be reproduced at 37 degrees celsius, but was reproduced at 4 degrees celsius. The reported device reset was consistent with exposure to cold temperatures at the mortuary.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.